Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded pump traces and history file using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. Please see below for pump error(s)/alarm(s) noted 1 week prior to the date (B)(6) 2024 listed in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 14:04:00.000, (B)(6) 2024 14:14:00.000, (B)(6) 2024 18:10:00.000, (B)(6) 2024 18:09:00.000, (B)(6) 2024 17:53:00.000, (B)(6) 2024 18:03:00.000. Sensorerroralert (801) was found on: (B)(6) 2024 16:18:36.000, (B)(6) 2024 16:48:37.000. Sensorsignalnotfound (796) was found on: (B)(6) 2024 19:02:00.000, (B)(6) 2024 23:09:00.000, (B)(6) 2024 23:19:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2024 16:46:00.000. Insert battery alarm was found on: (B)(6) 2024 02:59:10.000. Replace battery alert was found on: (B)(6) 2024 02:17:00.000, (B)(6) 2024 02:27:00.000. Replace battery now alarm was found on: (B)(6) 2024 02:48:00.000, (B)(6) 2024 02:58:00.000. Pump error 23 alarm was found on: (B)(6) 2024 02:59:03.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low power battery. Pump error 23 alarm was expected since the battery was removed for more than 10 minutes. No unexpected low battery alert, replace battery alert/replace battery now alarm and pump error 23 alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. Slight corrosion was found on the pcba 1/pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a blank display and the battery cap contacts missing or damaged. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The customer called back and reported pump not working with anew battery cap. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.